Event description:
The pt was enrolled in the program in 2004. Target lesion 1 (12 mm long) was identified in the r-pda with 95% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 2.5 x 16 mm taxus stent. Residual stenosis was 0%. Target lesion 2 (25 mm long) was identified in the mid rca with 90% stenosis and a 3.5mm reference vessel diameter. Target lesion 2 was treated with placement od a 3.5 x 28 mm taxus stent. Residual stenosis was 0%. Once the lesions were opened , an 80% stenosis was noted in the mid pda. Revascularizarion to this vessel was deffered duebto renal insufficiency. It was decided the pt return in 30 days for stent placement to this area. The pt was discharged the following day on plavix and asa. The pt was readmitted the next month (37 days post enrollment) for a staged procedure to the pda. Cardiac catherization revealed patent previously placed stents with 90% stenosis in the mid pda. A 2.5 x 25 mm taxus stent was deployed in the mid pda the same day. Residual stenosis was 0%. The pt was discharged in the the next day on plavix and asa. In the opinion of the physician the relationship to taxus stent is not "not related". As the taxus stent is not related to the event per the physician, please disregard this MDR#.

Event description:
Same case 6000093-2004-00005. It was reported that 29 days after a coronary artery drug eluting stenting treatment procedure, a target vessel reintervention was performed. In 2004 the pt was taken to the cath lab. The pt was administered 600 mg oral plavix. The lesion being treated were a 3.5 mm, 90% stenosed, mildly tortuous mid right coronary artery (rca) lesion and a 2.5 mmm, 90% stenosed, moderately tortuous right posterior descending artery (rpda) lesion. Both lesions were predilated. The physician placed a taxus express2 8.8% 3.5 x 28 drug eluting stent in the mid rca and taxus express2 8.8% 2.5 x 16 drug eluting stent in the rpda. There were no complications. The pt was discharged in 11/2004 on plavix and asa. About a month later, the pt returned to the cath lab where the physician placed a taxus express2 otw stent in the rpda. In the opinion of the physician this was not a restenosis of a taxus stent and the event was "not related" to the taxus stents. The pt was discharged in 11/2004 on plavix and asa. Additional information has been requested.